Event description:
A home patient (hp) contacted baxter's technical service center regarding homechoice (hc) therapy and reported that the homechoice display froze during drain 3/4. The patient felt overfilled and drained 5710ml. The patient's fill volume was 2500ml. The patient did not have any symptoms of bloating and distension due to the overfill. The patient's nurse stated that the machine was not reading the procard correctly and was giving an error. The device was sent back to baxter for evaluation. The nurse stated that there was no injury or medical intervention due to the overfill. The nurse did not have any additional information regarding the incident.